Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system exhibited an error code of 1005 which resulted from a high oor shocking lead impedance measurement. Inappropriate shocks delivered to patient for supraventricular tachycardia (svt) wherein the last shock was 41j with sli of >125 ohms and the device was programmed to a triad configuration. Boston scientific technical services (ts) discussed troubleshooting options and further the field representative did commanded painless shock impedance measurements in all configurations. Additional information received that the cause of oor measurement was not conclusively determined and that system was left in triad configuration until patient brought in for defibrillation threshold (dft) test. The system remains in service. No adverse patient effects were reported.